Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a cvc kit. Signs-of-use in the form of biological material were observed on the guide wire body. Visual analysis did not reveal any defects or anomalies on the guide wire of any kind. The dimensions on the catheter were analyzed. The returned catheter is a 14ga x 16cm catheter, which does not match the reported catheter (16ga x 20cm). It cannot be determined if the customer returned the wrong sample or if they reported the wrong material#/lot#. The total guide wire length measured 455mm, which is not within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned ars/introducer needle assembly. Little to no resistance was observed. A manual tug test revealed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies on the guide wire; however, it was discovered that the dimensions on the returned catheter do not match the dimensions on the reported catheter. Additionally, the guide wire did not meet all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time as it is unknown if the customer returned the wrong sample or if they reported the wrong material#. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2020, the swg was found kinked during puncture to the patient.". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
The complaint is reported as, "on (B)(6) 2020, the swg was found kinked during puncture to the patient." No patient injury, or complication reported. The patient's condition is reported as fine.